Event description:
It was stated that the lead screw was turning, but the device block was not moving forward. It was stated that the threads on the driver block may have been stripped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.